Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they would like the device checked to make sure it's functional. There was no negative patient impact.